Manufacturer narrative:
Based on the claim against the force bipolar instrument by the customer noting misaligned jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.041¿ offset at the tips. Bent grip with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. When the blades of the instrument are misaligned/bent, this issue would be visually detectable. Bending is related to the application of torque relative to the opening of the instrument blades. High loading of the tip with the blades open can cause damage. This failure is typically associated with mishandling/misuse, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument had misaligned jaws. The procedure was completed with no reported injury.